Event description:
Patient reported her freedom 60 pump is not working correctly and is shutting off during run time. It needs replaced. Patient has not missed a dose but is due to infuse today. Will infuse tomorrow when pump arrives. Product fault did not occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. Actual device is available for investigation. Device was replaced. Patient did not have a backup device they were able to switch to. Device serial number (B)(6). Unknown if md is aware. No additional information reported.